Event description:
Reporter states, patient complained of proximal thigh pain. Revision surgery revealed the femoral stem was very loose. The surgeon decided to revise liner at this time, although it appeared in good condition it had been implanted for several years.

Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned. The device is not available for evaluation as indicated in the user report. Add'l MFR info: two requests for add'l info have been sent. Add'l info is unobtainable.